Manufacturer narrative:
This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited a low cardiac output alarm, it continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4).

Event description:
The customer, a syncardia certified hospital, reported that the freedom driver exhibited a low cardiac output alarm while supporting a patient. The customer also reported that the patient was switched to a backup freedom driver. There was no reported adverse patient impact.

Manufacturer narrative:
The driver's alarm history was reviewed and no new alarms were recorded. The customer-reported alarm for low cardiac output is a recoverable alarm that does not record if it resolves within 4 minutes and 15 seconds. The driver in "as received" condition passed all test sections and pressure performance metrics associated with normotensive and hypertensive settings. Additionally, during an extended observation run test, the driver performed as intended with no abnormalities or unintended alarms. The customer-reported issue of a fault alarm for low cardiac output was not reproduced during investigation testing. The root cause of the customer-reported issue cannot be conclusively determined as the driver performed as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation and is closing this file. (B)(4).